Event description:
It was reported (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon placed the first clip on the bile duct which "slipped off". The surgeon fired it several more times and ended up with clips that were not completely formed and not completely closed. The surgeon described the clip to look like the drawing. A new clip applier had to be opened to complete the case. There was no consequence to the pt.